Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient admitted for vt arrest and stemi. Upper extremity doppler showed deep vein thrombosis (dvt) in left subclavian vein where pacemaker wire enters. No treatment or intervention was performed. The patient will be monitored.